Event description:
During routine follow up in (B)(6) 2014, it was discovered that the anterior cervical plate bone screw reportedly fractured inside the c5 vertebral body. Initial c5-c7 acdf was performed on (B)(6) 2013. The surgeon noted there was some patient change and(B)(6) 2014. Patient's activity level is unknown. Patient compliance with post surgical instructions is unknown.

Manufacturer narrative:
(B)(4). Radiograph were received depicting that a revision on (B)(6) 2014 had occurred, adding posterior supplemental fixation from c4-c6 (B)(6) 2014. Radiograph also depicts both superior bone screws are fractured and that they remain in-situ. Patient is asymptomatic. Screws remain in the patient, and no further evaluation of the product can be completed at this time. Though there were possible contributors (noted physiological changes and a possible non-union), the root cause of this reported event has not been determined; no conclusion can be drawn.